Event description:
It was reported that there was many scratches on the customer's insulin pump's screen. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).